Event description:
Boston scientific crm received info that this atrial lead dislodged. The lead was explanted and replaced. No adverse pt effects were reported. The lead is currently with hospital pathology so it is unk whether it will be returned. Should additional info become available, this event would be updated.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lavh procedure, the active blade broke off at the back of the jaws towards the end of the procedure. The piece was retrieved. A new device was opened and the procedure was finished. There were no patient consequences.